Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that she wanted a manufacturer¿s representative (rep) to help ¿reset¿ her stimulation. The patient reported that she recently had an unrelated back issue. The patient reported that the healthcare provider (hcp) tried programmed the ins to cover unrelated back issue, but as the ins was implanted for a different reason the ins didn¿t cover which caused the need to have a back surgery and a ¿titanium cage¿ put in her spine. The patient reported that since spine surgery, she didn¿t ¿like the rhythm of it¿ stating stimulation was not smooth and felt like stimulation was ¿slamming me.¿ no further complications were reported. Omitted information pertaining to the surgery moving the ins as it can be seen in pe (B)(4).